Event description:
Foley catheter inserted with no urine return, pulled back and end advanced multiple times. Inserted only 5cc nss to bulb, flushed port with nss to attempt to dislodge blood. Still no urine return. Attempted to remove 5cc nss from bulb and got no return, but only bubbles. Cath removed, bulb flushed and saline shot out of bulb. Prior to insertion bulb was checked with success.